Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2009; 419388 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on stored electrocardiograms. It was also noted that the left ventricular (lv) lead thresholds had increased. The leads remain in use. No patient complications have been reported as a result of this event.